Manufacturer narrative:
The device was evaluated by olympus and it was determined that peeling of the insertion section coating was present due to deterioration. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model bf-p190, evis exera iii bronchovideoscope, to olympus for repair due to a report of "bronchoscope is leaking in the lower section." Upon inspection and testing of the returned device, it was noted that peeling off of the coating of the insertion section was present. This report is submitted for the malfunction of peeling off of the coating of the insertion section. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was physical stress due to user handling. As stated in the instructions for use, as a preventive measure: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient."